Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's insulin supply was already low after changing the cartridge at 11 am yesterday. The user was going through a hyperglycemic episode of 380 mg/dl blood glucose for which the ilet was giving corrective doses to bring the level down. It was explained that the ilet does not only give doses during meal announcements and will correct as needed. There was no further intervention required.